Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device, visible foam particles were noted in the airpath. The devices sound abatement foam was replaced to address this issue. In addition, scratches on the overlay, cracks under sd card door, and cracks on back corners were noted during the evaluation unrelated to the reportable issue. It was noted that the device was not needed for inventory and the unit will be scrapped.